Manufacturer narrative:
Qn#(B)(4). Additional information: details of the event have been added. A separate report had been filed for the insertion site leak under 1036844-2015-00329. That report has been withdrawn as we have attributed that issue to the product malfunction in this report. Corrected data: the initial report indicated that no sample was available for evaluation. A sample has since been received. Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a photograph and a used catheter with a ruptured distal lumen at the 46 cm mark. The catheter was trimmed at the 20 cm mark and the distal end was not returned. The appearance of the damage was consistent with the catheter having ruptured due to pressure exceeding the strength of the catheter body. Functional leak testing was performed confirming leakage at the rupture site. The other lumens were tested and did not leak. The catheter was flattened and kinked below the rupture indicating that the catheter had been under pressure. The provided instructions includes warning and cautions regarding catheter rupture including not to exceed 10 injections or 300 psi. Operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that the catheter leaked at the insertion site. The catheter was trimmed to 35cm, with 34cm internal and 1 cm external. The catheter was in place for 1 week, when a CT scan was performed where 110cc of omnipaque was injected. Two days later the rn noticed leaking at the insertion site during flush and called the vas team to assess. Determination of the vascular access service was that the catheter required a wire exchange. Upon the removal of the catheter, due to an insertion site leak, it was noted that the catheter body had ruptured longitudinally. As a result a new catheter was placed successfully. There was a delay in treatment, but no patient harm or complications were reported.

Event description:
Upon the removal of the catheter, due to an insertion site leak, it was noted that the catheter body had ruptured longitudinally. As a result a new catheter was placed successfully. There was a delay in treatment, but no patient harm or complications were reported.

Manufacturer narrative:
(B)(4). This report is for the second in a series of two consecutive product issues with the same patient. The initial event has been reported under MDR# 1036844-2015-00329. No sample will be returned for evaluation.